Manufacturer narrative:
(B)(4). The surgery occurred in 2010 and amo was notified of the events on (B)(4) 2014 making impossible to obtain information about the system during the time of the surgery. Patient visual acuity history is as follows: pre examination records for patient attached. Pre-op manifest od -7.25 x -0.25 105 bcva 20/20. Pre-op manifest os -6.00 x -0.75 107 bcva 20/20+. Surgery date (B)(6) 2010. (B)(6) 2010: 1 day post op, ucva od 20/20-1 os 20/25-2, foreign body sensation. (B)(6) 2010: ucva od 20/30-1 os 20/25+2, manifest refraction od +0.50 -0.50 x 14 os +0.75 -.25 x 120. Bcva os 20/20. Dryness in and glare in both eyes. +2 dense superficial punctate keratitis (spk) noted in lower area of flap (around 6 o¿clock) noted in left eye. Predforted tears given. (B)(6) 2010: ucva od 20/20-1 os 20/20, manifest refraction od +1.00 -0.50 x 25 os +1.00 -.25 x 105. Bcva od 20/20-1 os 20/20. No mention of dry eye or spk. Still using artificial tears. (B)(6) 2010: ucva od 20/20-2 os 20/20-1, manifest refraction od +0.50 -0.25 x 30 os +1.00 -.50 x 105. Bcva od 20/20 os 20/20. Patient considering punctual plugs if dryness and spk continues (trace in right eye and in two areas of left eye). Still using artificial tears. Dry eyes at times. (B)(6) 2010: ucva od 20/20 os 20/25+1, manifest refraction od +0.25 -0.25 x 25 os +0.75 -0.75 x 92. Diffuse spk noted in left eye only. Still on artificial tears. Dry eyes at times. Bcva od 20/20 os 20/2. (B)(6) 2011: ucva od 20/20 os 20/25-2, manifest refraction od -0.25 -0.25 x15 os +0.75 -0.75 x 90. Dry eye frequent in both eyes. Still on artificial tears. Bcva od 20/20 os 20/20-1. (B)(6) 2013: ucva od 20/30 os 20/60, manifest refraction od +1.25 -0.75 x 25 os +0.25 -2.25 x 125. Patient complaint of dry eye syndrome in left eye more than right eye. Left eye was initially better but eyes did not work well together. Now left has mono diplopia worst with time. Still on artificial tears. Spk in left eye. Bcva od 20/15-2 os 20/30+. (B)(6) 2013: ucva od 20/30 os 20/60, manifest refraction od +1.25 -0.75 x 25 os +0.25 -2.25 x 125. Spk in left eye. Bcva od 20/20 os 20/30+. (B)(6) 2013: manifest refraction od +1.25 -0.75 x 30 os +1.00 -3.25 x 130, intraocular pressure in right 13mmhg and in left 10mmhg. Bcva od 20/20-1 os 20/30-1. (B)(6) 2013: manifest refraction od +0.25 os -3.00 -0.50 x 30, intraocular pressure in right 14mmhg and in left 12mmhg. Blepharitis in both eyes bcva od 20/20 os 20/30. (B)(6) 2013: ucva od 20/30 os 20/60-1. Manifest refraction od -0.25 os -3.00 -0.50 x 25. Intraocular pressure in right 14mmhg and in left 11mmhg. Bcva od 20/20 os 20/30-3. (B)(6) 2014: ucva od 20/20 os 20/60-1, manifest refraction od -0.25 -0.25 x 55 os -2.50 -0.+0.75 x 155. Intraocular pressure in right 14mmhg and in left 10mmhg. Bcva od 20/15-1 os 20/30-2. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Patient had lasik surgery on (B)(6) 2010. Account reported on (B)(6) 2014 that patient presented with corneal ectasia. Petacams within normal limits (wnl). Prescription (rxm) od -7.00 -.25 x 129 20/20, left eye (os) -6.25 -0.75 x 120 20/20. Pachymeter (pach) 530 od, 527 os. Flaps intralase 110um setting. Intraoperative pachs to bed 424 od, 423 os. Ablation depth was 110um od, 103um os. Estimated residual stromal bed 314um od, 310 um os. Current status: visual acuity sans correction (vasc) 20/20 od, 20/400 os. Rxm od +.025 20/20, os -3.50 -0.50 x 030 20/30. Patient referred for contact lens fitting.